Manufacturer narrative:
Device history record review will be requested. Device has been received and is in the eval process.

Event description:
Pt status post previous fusion at l3-l4 and revision to fusion at l4-l5 returned to operating room on (B)(6) 2011 for revision due to right side rod slippage. X-rays taken on an unk date show that the rod had slipped out of the lower right screw l5. Surgeon removed the entire construct, and revised pt to fusion from l3 to l5 with a competitor's product. Consultant reported that surgeon extended construct to provide greater stability across the lumbar spine. This is the eight of eight reports for this event.